Manufacturer narrative:
This supplemental report is being submitted to provide the investigation, conclusion of the reported event. It was reported that the unit wm-np2 workstation castors were damaged and needs to be replaced.the issue was observed during preparation for use. The affected castors were not returned for evaluation. The serial number provided noted that the device was assembled in may 2016. As stated in the wm-np2 instruction manual that the castors should be checked every 6 months and should be replaced if loose and / or excessively worn. A root cause of the issue cannot be determined. The likely probable cause of the reported failure is wear and tear or due to the tire being inadvertenly cut and under a heavy load causing the tire to split. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was not returned for evaluation. In communication with the user, the technical assistance customer support engineer will dispatch an fse (field service engineer ) to replace the defective device and perform an onsite service. To date, the fse repair/service visit has not been finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the unit wm-np2 workstation castors were damaged and needs to be replaced. The issue was observed during preparation for use. The intended procedure according to the reporter was completed with the same device and no delay in procedure was reported. There was no patient harm or impact reported on this report. No user harm or injury was reported.